Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was being approximated or sutured when it broke? All answers above are unobtainable. What was used to complete the procedure? Please provide the lot number for the involved device. Did the patient experience any adverse consequences due to this issue? Events reported in 2210968-2021-05019.

Event description:
It was reported that a patient underwent a leg trauma surgery on (B)(6) 2021 and suture was used. During the debridement procedure, the suture broke twice consecutively while suturing and tying. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.